Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, found moisture damage to the keypad traces during visual inspection. No button error alarm during testing. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked and cracked belt clip slot.

Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. It was also found the customer received a battery out limit alarm, weak battery alarm, and a button error alarm. Customer also reported the alarms occurred during normal use. Customer's blood glucose was 208 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. Customer will be sent a replacement battery cap. The customer's insulin pump will also be replaced due to the button error alarm. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.